Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level was unknown. The customer reported that the insulin pump was exposed to moisture. The customer reported that they could see fluid under the screen. The customer also stated that there was a crack at the bottom right of the insulin pump. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube).